Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery quickly depleted and shut off. Customer received low power alerts/alarm. Pump battery would not charge. Customer's blood glucose (bg) was 360 mg/dl. Customer experienced low bg (44 mg/dl) due to use error as a "slight over bolus at breakfast" was delivered. Candy was consumed to address low bg. Customer reverted to using an alternate method of insulin therapy.